Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during an arthroscopic procedure, the blade on the unit detached and fell into the patient. It was further reported that the blade was removed and the procedure was successfully completed.